Manufacturer narrative:
Examination of the valve in co'slaboratory revealed calcification within each leaflet, especially concentrated at each attachment site, which resulted in stenosis of the effective orifice area, multiple disruptions, including detachment of each leaflet, and incomplete coaptation. Host tissue overgrowth fused each commissure and the attachment site between the right and left coronary cusps, which contributed to stenosis of the valve. X-ray analysis revealed calcification within the aortic wall, belly and free margin of each leaflet, especially concentrated at the attachment sites. Stent distortion was also noted and appeared artificial of explant. The primary cause of dysfunction of this valve was determined to be due to calcification. These findings would account for the symptoms noted clinically. H:6 86=x-ray analysis. F10: device code 1077

Event description:
This event was reported as regurgitation, insufficiency & stenosis. No further info provided.